Event description:
Inovent alarming "failed nitric cell," switched out with another inovent. Upon inspection: device generated a "no cell failure" alarm while in use. The device was low and high level calibrated, performance checked, and returned to service (rts). Per ikaria tech support, the 2 point calibration slope drifted and required the low/high level calibrations to bring it back into range.